Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading at time of the call was 186mg/dl. Troubleshooting was performed. The customer stated that she was priming insulin pump and got approximately 30u of insulin. The paramedics were called and treated the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.